Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2088tc, competitor lead, implanted: (B)(6) 2011; 7122-65, competitor lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that on x-ray the left ventricular (lv) lead appeared to have moved (dislodged from branch and now in the coronary sinus). The thresholds do show high threshold, no capture in true bipolar and intermittent capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.